Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 22-mar-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b22260.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.13 ng/ml on a patient. The complaint was received from an active monitoring survey for the I-stat ctni cartridge. There was no additional patient information at the time of this report. Return product (cartridge) is not available for investigation. Method sample type date time result vitros 5600 plasma (B)(6) 2022 15:48 <0.012 I-stat whole blood (B)(6) 2022 15:51 0.13 at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).